Event description:
It was reported that a decrease in sensing and increase in threshold were observed. Externalized conductors were noted on high resolution radioscopy. The lead was explanted. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 20.8-25.1cm from distal tip. Internal insulation abrasions were noted at 9.3-11.0cm, 13.5-15.1cm, and 14.0-15.6cm from distal tip. The etfe coating was intact at these locations.